Event description:
Catheter was inserted at a skilled nursing facility in 2007. The pt was at our facility for outpatient hbot. Insertion record for the midline indicates that the external length was 3 cm. The midline was inserted for antibiotic therapy for osteomyelitis. The date of the dressing change was the next day. Pt was in a hyperbaric chamber undergoing pressurized oxygen therapy when the inside observer reported a dislodged midline. The midline had been inserted in the left upper extremity two days prior to the hyperbaric treatment. The rn noted that, upon inspection, the distal end of the catheter was hanging freely and the proximal portion was still in the pt's arm. The entire catheter was removed. Upon inspection all 20 cm was removed. The pt appeared to have no adverse effects.

Manufacturer narrative:
The customer has indicated that they have retained the sample, however, they will not return it for eval. They will allow a bd rep to examine the sample at the facility. Upon completion of the investigation, a supplemental report will be submitted.